Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported the diamondback 360 coronary orbital atherectomy device (oad) was used to treat posterior tibial artery. It was observed the viperwire advance guidewire with flextip fractured after six low speed, six medium speed, and six high speed treatments. Ten centimeters of the fractured component was left in the peroneal artery. Retrieval attempts were unsuccessful, therefore, four xience stents were placed over the fractured component to complete the procedure. The patient was in stable condition.

Event description:
It was reported the diamondback 360 coronary orbital atherectomy device (oad) was used to treat posterior tibial artery. It was observed the viperwire advance guidewire with flextip fractured after six low speed, six medium speed, and six high speed treatments. Ten centimeters of the fractured component was left in the peroneal artery. Retrieval attempts were unsuccessful, therefore, four xience stents were placed over the fractured component to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported material separation could not be determined. In this case, it is likely that the distal guide wire was fractured as a result of use or handling techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.